Event description:
"During a balloon removal the removing physician perforated the esophagus. The patient was transferred to baylor dallas, the perforation repaired surgically and the patient is currently in ICU." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)